Event description:
It was reported that elevated capture thresholds leading to increased battery usage was observed on this right ventricular (rv) lead. The rv lead was capped 20 aug 2024 and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.